Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during step 9 of their pd treatment. The peritoneal dialysis nurse (pdrn) reported receiving an air detected in cassette alarm during fill 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their pdrn. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 correction: d9 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a patient sensor calibration check. A post- accelerated stress test 2-hour 15-minute 8500 ml simulated treatment was performed and completed with no problems or failures. There were no fluid leaks in the test cassette during the treatment test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during step 9 of their pd treatment. The peritoneal dialysis nurse (pdrn) reported receiving an air detected in cassette alarm during fill 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their pdrn. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been received.